Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, which successfully resolved the problem as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.